Manufacturer narrative:
Our product evaluation lab received three model 120804f catheters. The balloon latex on samples 1 thru 3 appeared deteriorated, with multiple cracks and tears evident on each balloon. Leakage was observed through the tears on each of the balloons. Both balloon windings were intact on each sample. The balloon latex on each balloon was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from each catheter body. A device history record review was completed and documented that the devices met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation for samples 1 thru 3. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during device prep, the balloons on 14 fogarty catheters were noted to have large holes, leakage, and would not inflate or hold contrast. After the first two catheters failed, the team began to detect the holes upon visual inspection. The fifteenth catheter functioned, and the procedure was then able to proceed. There was no patient injury. The customer noted that their risk management team filed a medwatch report, though no report number was provided or known at this time. The affected catheters were identified as models 120804fp and 120404fp and came from several lot numbers. This reported instance is for three of the affected catheters from model 120804fp, lot 63883271.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A pra addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in ongoing. As part of the manufacturing process controls, 100 percent of the units go through a balloon winding and visual inspection. The units should not have bends, wrinkles, cuts, contamination, stains, deterioration, discoloration, or ripples. The storage conditions for these catheters are specified in the IFU.

Manufacturer narrative:
The initial submission of medwatch report 18970 submission reported the evaluation findings of three devices from the reported event. This report clarifies the findings of only one of the suspect devices related to the assigned complaint. The second catheter is now reported under medwatch report 19116. The third catheter is now reported under medwatch report 19117. Our product evaluation lab received one model 120804f catheter. The balloon latex on sample 1 appeared deteriorated with multiple cracks and tears evident on the balloon. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. The customer report of a balloon issue was confirmed on evaluation of sample 1.